Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of myopotential noise and decreased intrinsic amplitudes. Also, the smart pass feature has programmed itself off due to the low amplitudes. The sensing vector was set to the primary sensing vector. After some office testing and reprogramming, the patient had another shock. The clinic checked the other sensing vectors and, they too had small intrinsic amplitudes. The doctor elected to replace the entire system and implant a new one. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to the oversensing of myopotential noise and decreased intrinsic amplitudes. Also, the smart pass feature has programmed itself off due to the low amplitudes. The sensing vector was set to the primary sensing vector. After some office testing and reprogramming, the patient had another shock. The clinic checked the other sensing vectors and, they too had small intrinsic amplitudes. The doctor elected to replace the entire system and implant a new one. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.